Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, two (2) tubes had stoppers that were difficult to pierce and underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373 . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. Upon visual evaluation of the 2 photos, the reported underfill was observed, but no issues were noted with the stopper. A total of 100 retention samples were visually inspected, and no visible defects were found. Additionally, 10 retention samples underwent functional testing and no issues were identified, all tubes drew within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. This complaint has not been confirmed for the indicated failure mode: defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, two (2) tubes had stoppers that were difficult to pierce and underfilled. No adverse impact was reported regarding the patient or user.